Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, broken belt clip rails and cracked keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test or verify device deficiency anomaly due to the missing retainer and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose value was 433 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that blood glucose went high when he was fishing but did not have enough insulin so he was not able to treat it. The insulin pump will not be returned for analysis.